Event description:
Thirty minute delay as it took the surgeon a while to extract the broken distal end of the drill that was lodged in the glenoid surrounded by articular cartilage. Due to the delicate nature of this area, he tried very conservative efforts to remove the bit while doing little damage to the patient during the extraction. The patient was (B)(6) old and had exceptionally hard bone. The surgeon has little experience with our shoulder repair products. He used the drill in forward motion only going through the fishmouth guide. Just as the bit reached the depth stop, it broke. It was slightly proud in the bone. At first he simply tried to grab it with a grasper, but it was too imbedded in the bone. He ends up to drill around the bit to free up some bone. No injuries.

Manufacturer narrative:
Evaluation of the drill showed the coil broke at the drill tip. There is significant damage to the drill tip that most likely took place when removing the tip from the bone. The guide has a significant amount of damage on two of the teeth suggesting those two teeth were in contact with the drill when drilling. (B)(4) has been opened to investigate drill breakage. This investigation is ongoing. (B)(4).